Event description:
A pt reported experiencing inaccurate low results with an ot basic original meter. The pt's blood glucose results were 332mg/dl (meter), 475mg/dl (lab). Tests were done <10 minutes apart with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.